Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU.

Event description:
An impella cp device was inserted into the right femoral artery in a 84-year-old male patient with a past medical history of coronary artery disease (cad), and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). The patient arrived to the intensive care unit (ICU) from the cath lab with a small hematoma. The physician held manual pressure. Later in the night, the patient had access site bleeding and a femstop was applied to the site. The hemoglobin dropped down to 3.6. Multiple units of packed red blood cells (prbcs) were given. The hemoglobin went up to 19 in the morning. The femstop was still in place, and pulses were present. A bedside echocardiogram was done. It was noted that aspirin, brilinta, and angiomax were given during the pci. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 2.8l/min with no issues. Bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).